Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited high out of range pace impedance measurements. Pace impedances were reported to be 1,900 ohms at implant but greater than 2,000 ohms for the majority of subsequent measurements. It was noted that the physician was aware of the out of range measurements and managing the patient via the remote patient monitoring system. It was reported the physician feels the issue is due to passive fixation in the rv apex and calcification of the lead. There were no instances of pacing, sensing, or noise issues. No revision is planned for the patient. No adverse patient effects were reported. This system remains in service.